Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had the system implanted to treat their headaches but have not used their system due to having fewer headaches. As a result, the patient did not recharge the ipg as recommended for about a year. In turn, the ipg became inoperable, and patient lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue, effective stimulation was restored.

Event description:
Additional information was received stating surgical intervention took place where the ipg was explanted and replaced on (B)(6) 2024

Manufacturer narrative:
Date of event estimated. Correction - section d6b: date of explant - explant took place on (B)(6) 2024 not (B)(6) 2024.

Manufacturer narrative:
Date of event estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.